Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation and functional testing of the device test errors related to the nurse call button and low flow o2 were identified. The device only came in for remediation, therefore no repair was performed. In addition, the device was visually inspected and found no evidence of foam degradation .